Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The device was in backup mode when received, consistent with low battery voltage. Analysis indicated the device was operating at below end-of-service level and was implanted beyond its projected longevity. Electrical, longevity, and visual analysis was normal with no anomalies found.